Event description:
Consumer inserted a tampon and the clear plastic piece of the applicator remained inside her with the tampon and caused pain. Her physician indicated she had bruised her inner labia.

Manufacturer narrative:
Device history record could not be reviewed because a lot code was not provided. Consumer did not return product samples for evaluation.